Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. Logfile review shows no abnormalities that could have contributed to reported event. The treatments were completed without error messages. All laser system functions were within specifications at this day. No technical root cause could be identified as the product was found to be within specifications. (B)(4).

Manufacturer narrative:
No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
An optometrist reported a patient that notes blurred vision in the left eye two months post lasik procedure. Reporter indicated patient is not satisfied with vision and is to return in a couple of months for enhancement evaluation. The patient was prescribed a pair of glasses in the interim.